Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that insulation damage was noted on the atrial lead. The lead was capped and replaced. No patient symptoms were reported.